Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The tee imaging showed that there no issues with the device. The patient was switched to a dual anti platelet therapy (dapt) medical regiment. At an unknown time, the patient experienced melena and anemia and the patient was switched from dapt to a single anti platelet therapy (sapt) regiment, and anemia treatment drug was administered. A follow-up tee was performed one-year post procedure, the closure device was depressed distally from its initial position, and a 12.4mm by 12.7mm thrombus was observed in the center of the closure device. The physician planned to restart the patient on oral anticoagulation medication to treat this event.